Event description:
Healthcare professional (hcp) reports six incidents of a blood leak with the psn 210 dialyzer during the pt treatments. The hcp reports the leak occurred at the connection of the arterial blood line to the arterial end of the psn 210 dialyzer. Minimal blood loss was reported. The hcp tightened the connection and the treatments were continued and completed without further incident per the hcp. No pt injury or medical intervention was required.